Event description:
It was reported that within a couple weeks of implant, the right ventricular (rv) lead was safety pacing in the atrium, and was found to have dislodged. It was noted the patient felt lethargic. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.